Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a reference meter and high level control. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr ; qc 2: 2.9 inr; qc 3: 3.0 inr . The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The patient's test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. The patient's meter was returned and two controls were tested with test strip lot 52333218 on the returned device as well as a manufacturer's device. The qc results with the patient's returned meter were 1.9 inr and 1.8 inr. The qc results with the investigation's meter were 1.8 inr and 1.8 inr. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to unknown laboratory methodologies. On (B)(6) 2021, the patient's meter result at 11:00 a.m. Was 4.8 inr. At 3:00 p.m., the patient's laboratory result was 3.6 inr. On (B)(6) 2021, the patient's laboratory result at 10:00 a.m. And at a different facility was 4.6 inr. At 10:38, the patient's meter result was 5.8 inr. It was requested but not provided if the patient's meter result at 10:38 was in the a.m. Or the p.m. The patient's therapeutic range is 3.5 inr- 4.5 inr.